Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. The analysis showed that the cause was probably excessive mechanical stress during the operation. The analysis showed no other deviations that could be related to the clinical complaint. After removal of the coagulated blood and the tissue residues from the screw head, no anomalies were found at the fixation screws. The measured values of the measurement of the fixation length were within the technical specification. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
One day after the implantation a dislodgement of this lead was observed. The lead was explanted on the next day.